Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing and was discovered during a check at the hospital. No changes or interventions were made; the rv lead will continue to be monitored. The patient was in stable condition.